Event description:
The nurse reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. The customer¿s blood glucose level was over 519 mg/dl at time of incident. It was unknown about auto mode status. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.